Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One (1) imp, tsv, 4.7, 11, mtxf, mg,ha (tsvtwh11) was returned for investigation. Visual evaluation of the as returned product identified signs of use; bone debris present on external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (1250001). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#120) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1250001) for similar events and no other complaint was identified. The implant could not be functionally tested for the reported failure (perforated sinus) as it is a medical event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared, clinician places implant in a patient with patient factors (e.g., poor bone quality, poor patient hygiene, periodontal issues, preexisting medical conditions) incompatible with osseointegration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Upon follow up, the doctor's office reported that the patient returned to have the implant removed that evening.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number: k133339. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #14 fell into the sinus while placing a cover screw. The doctor was able to retrieve the implant. It was not placed.